Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the left anterior descending artery (lad) and proximal right coronary artery (rca). The device was prepared outside the body and platformed at 150,000rpm. The patient underwent successful intervention of the lad procedure without no issue. The device was re-platformed outside of the body. During proximal right coronary artery (rca) procedure, the physician used a correct technique to advance the burr forward to the lesion. The burr was engaged with the calcium and ablated for approximately one minute at 140,000pm. Progress was made in the lesion and they tried coming back on a run. However, the burr would not come back. The physician decided to pull back as much as he could on the advancer knob, but then turned off the burr and tried to dynaglide out. Still the burr would not come back. The physician decided to pull harder on the advancer to pull the burr out, but the advancer broke from the burr. The advancer was pulled out off of the guide and onto the table. The burr was sitting in the proximal part of the lesion on the rota wire. A 7f non-bsc catheter was attempted to be used to trap the burr and pull everything out, but it was unsuccessful. A buddy wire was selected for use and it went past the burr in the rca. The rotawire with the burr was pulled and the burr came back into the guide. The device was able to be removed without any injury to the vessel wall where they were advancing the burr. The procedure was completed with stenting with no further patient complications.